Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with resiude on product. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Patient information unknown. Device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -04.00/+4.0/082 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.